Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected, vitros trop I es result occurred while using the vitros eci system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros eci system was not performing optimally. An ocd field engineer performed service to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test. The investigation could not confirm that the sample involved was processed in accordance with the sample collection device manufacturer's recommendation. Therefore, improper sample processing cannot be ruled out as a contributing factor.

Event description:
A customer obtained a non-reproducible, lower than expected, vitros trop I es result from a patient sample while using the vitros eci immunodiagnostic analyzer. The following results were obtained from the patient sample. Vitros tropi es result of 0.014 ng/ml vs. A correct result of 0.059 ng/ml. The lower than expected vitros tropi es result was identified before it was reported from the laboratory. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).